Manufacturer narrative:
Visual inspection of the device indicated the following: the adapter body and sluff chamber at the proximal end of the device were cut off by the user facility before returning the device. These components were not returned, so inspection of these components is not possible. There is a spiral cut along the inner tube at an angle approximately equivalent to the rotation of the helix. There is damage present on the cutting edge of the outer blade assembly and the tip of the inner blade assembly. There does not appear to be any material missing from the tip of the blade. It is believed that during the side-loading from extracting the myoma from the myometrium, the inner tube cutting edge became damaged - the inner tube trajectory no longer cleared the hook at the distal tip. Review of device instructions for use (IFU) 1061210 indicated the following precaution: "excessive leverage on the morcellator does not improve cutting performance and, in extreme cases, may result in wear and degradation of the inner assembly". Based upon this analysis, the failure was due to damage of the inner blade due to side loading forces on the blade during use. No further investigation is warranted at this time. (B)(4).

Event description:
Blade broke at tip after 30 minutes of surgery the system's motor stopper working. On the screen was observed that the cause was that the morcellator's blade had broken off. The piece could be removed. After an abdominal radiograph it was confirmed no piece rested inside the body. The patient status is ok. The myoma being removed was rather large so a second procedure was already foreseen. Smith & nephew gyn r&d engineering contacted the surgeon on (B)(6) 2013 and obtained the following information: surgeon completed resection of the myoma in the cavity - no issues were observed with the operation of the blade. Surgeon then used the morcellator (static, without resection) to extract myoma from myometrium with the hook at the distal tip. After the myoma was successfully removed from myometrium using the hook, the surgeon attempted to morcellate again the inner blade impacted the hook resulting in the damage to the blade. Information received via email on (B)(6) 2013 from (B)(6): when the device broke up, they had to stop the surgery sooner than they would have done, but they could continue with the second session that was already planned.